Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issue with length of the device may have been due to a potential measurement error at implant procedure. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) was oversized for the patient. Consequently, it was explanted and replaced with a smaller cuff. No further information was provided.